Event description:
Ous MDR - after an implantation time of about 21 months, oversensing with inappropriate shock deliveries was reported. The ICD and the lead were explanted and returned to biotronik for analysis. Aside from the shock deliveries, no further deterioration of the patient¿s state of health was reported.

Manufacturer narrative:
After its receipt, the returned lead and the ICD were thoroughly analyzed. During the ICD analysis, the device first underwent a status interrogation. The device status was mol2, 64 charge processes had been documented. The connection system of the defibrillator was examined mechanically. The screws of the shock and pace outputs were ok. Leads inserted as a trial could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions defined by the is-1 and df-1 standard. The ICD's memory content was checked; interference in the ventricular channel was visible in the available iegms, which resulted in the high number of mostly aborted charge processes. The signal sensing of the ICD was then tested and proved to be free of noise. The ICD sensed supplied signals free of interference. The ICD¿s capability to provide therapy was tested. The anti bradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. Summary the ICD was ok and within specifications both in regard to the connection system and the electronics. Neither the analysis of the lead fragment nor the ICD showed any indications of a material defect or manufacturing error.